Manufacturer narrative:
Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the reproductive test results conducted in the past, it is known that a break in the wire may occur due to the following mechanisms. Factory-retained runthrough ns guidewire samples were trapped at the distal section, and then subjected to one of the below loads. In all cases, the niti core wire under the platinum coil section was broken. When the withdrawal operation was then performed, the platinum coil was unraveled and stretched. When the withdrawal operation was continued, the platinum coil was broken off. Electron microscopic inspection of the broken section of the niti-core wire obtained the following result. Apply pulling load in one direction. The broken end of the niti-core wire was deformed in tapered shape. The broken section was oblique. Apply bending load repeatedly. The broken end of the niti-core wire was not tapered or bent. A dimple pattern was observed on the broken surface. Apply pulling load to the test sample kept in a loop shape. The broken end of the niti-core wire was curved and tapered. Torsional deformity was observed on the broken surface. Apply one-way torque load. The broken end of the niti-core wire was twisted. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. The shipping inspection record regarding the involved product code/lot# combination was reviewed for the breaking strength of the distal tip. It was confirmed that no anomaly was noted in it. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. It was likely that the distal end of the actual sample was trapped due to some factors. The actual sample in that state was subjected to one of the loads. As a result, the niti core wire under the platinum coil section was broken off. When the actual sample pulled, the platinum coil was unraveled and elongated. When the actual sample was pulled further, the platinum coil was broken off. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR (B)(4) for the importer report. (B)(4).

Event description:
The user facility reported that upon completion of the procedure; 6 7fr sheath trans radial approach, the 180cm runthrough was being removed from the diagonal artery. The cardiology notified attending of difficulty manipulating the wire. The attending took control of manipulation of the wire and attempted to remove the wire from coronary artery and out of the body. Upon pulling the wire it was noticed the tip of the wire did not come with the rest of the wire and remained in the coronary artery. It was suggested to do snare and ended the case. Immediate monitoring of the patient's condition including vitals, chest pain and EKG, no changes were noticed in patients' conditions when compared to vitals prior to incident. The patient's condition was stable, and the procedure outcome was fine. There was no patient injury, medical/surgical intervention required. Additional information was received on 04jun2021. The type of procedure being performed was a left heart catheterization with percutaneous coronary intervention. The tip was not removed from the patient.